Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor smooth round moderate profile saline prosthesis. Post-operatively, the patient had a physical exam and the health professional stated that saline fluid was leaking from both breast prostheses. As such, the patient was diagnosed with bilateral deflation of their breast prostheses. As a result, the patient underwent removal and replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-01376 for the contralateral event.

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor smooth round moderate profile saline prosthesis. Post-operatively, the patient had a physical exam and the health professional stated that saline fluid was leaking from both breast prostheses. As such, the patient was diagnosed with bilateral deflation of their breast prostheses. As a result, the patient underwent removal and replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-01376 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On february 16, 2022, mentor became aware that data was reported incorrectly and missing from the initial report. The catalog number should have been reported as 3501640 (previously reported as a hyphenated code). Furthermore, the PMA for this device was available and is p990075. Manufacturer¿s reference number: (B)(4).